Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. Review of the log file showed time stamps and errors related to the procedure. The reported steam pop was not observed in the log files. In conclusion, the reported steam pop could not be confirmed during device data analysis. The catheter was discarded and will not be made available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for radiofrequency ablation on the anterior wall of the left atrium, a steam pop was audibly heard by the physician, possibly due to poor contact with the tissue. The procedure was completed. No patient complications have been reported as a result of this event.